Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with pacemaker syndrome and palpitations. Upon interrogation, the atrial lead exhibited noise and over sensing, which led to inappropriate mode switches. The device was reprogrammed. The patient felt better.